Event description:
It was reported that the device was explanted after an implant duration of approximately 61.8 months, due to stenosis and calcification (with the fusion of leaflets). Device has been returned for evaluation. Evaluation is anticipated, but has not yet begun. The device history record (DHR) review is currently in process. Information learned from implant patient registry and through follow-up with the surgeon.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation summary: moderate to heavy calcification is detected in the cusp area of all three leaflets. Minimal calcification is detected in the free margins of leaflet 1 and 3. Calcification restricted mobility in the leaflets and most likely led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by 3mm. Also at the inflow aspect, heavy tissue overgrowth encroached onto leaflet 3 by 6mm. Host tissue overgrowth is moderate at the stent inflow and the minimal at the stent outflow. The x-ray demonstrates calcification. X-ray